Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose was 103 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No number ramping anomaly was noted on the display. The insulin pump had a cracked case near a display window corner, cracked display window, minor scratches on the display window, cracked reservoir tube lip, a cracked reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.